Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus and reverted to an alternate method of insulin delivery. Customer changed infusion set to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.